Event description:
It was reported that the customer was hospitalized. It was stated that the customer has been having issues with vomiting and nausea since sunday. It was stated that the customer was hospitalized again due to the same issue. It was stated that the customer was experiencing unexplained high glucose for the past week. The customer's most recent glucose reading was 220mg/dl, and he was treated with manual injections. The wife stated that the insulin pump was alarming. Troubleshooting was performed and the alarm reoccurred. The programming, time, and date were correct. Advised the caller that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.